Event description:
It was reported that prior to use in an unk procedure, the generator could not pass self-test. No pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center for a checkout. Based upon the inquiry info received, visual and functional examination, the unit was found to require: damaged pcb replaced. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.